Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi pump. There was a confirmation that the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent and instructed the customer on returning the malfunctioning pump, using an alternate method for insulin delivery to ensure no interruption.